Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Dr. (B)(6) is the physician who performed the surgery.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to capture a 1.2cm stone. The physician attempted to crush the stone using the lithotripter basket but failed. Consequently, the physician used an alliance handle in conjunction with the lithotripter basket in an attempt to crush the stone. However, it also failed and the wire in the lithotripter basket handle broke. A sohendra device was then used to retry crushing the stone but failed as well. The basket and stone remained impacted inside the patient. The procedure was not completed due to this event. The patient's condition was stable and the patient was sent for an open laparoscopic surgery for removal of the impacted stone and basket. After surgery, the patient was stable, however, due to the prolonged general anesthesia the patient was attached to a t-tube and ventilator, then sent to the ICU . The patient was extubated on (B)(6) 2014 and eventually was discharged on (B)(6) 2014. There were no further reported patient complications reported as a result of this event. The patient's condition was reported to be stable. Additional information received on march 8, 2016: on (B)(6) 2015, the patient had an endoscopic retrograde cholangiopancreatography (ercp) procedure performed under anesthesia. A previously placed stent (manufacturer unknown) appeared occluded with sludge and was removed. The mid-bile duct stone (10x13mm) was identified, and no definitive stricture was noted. An extraction balloon (manufacturer unknown) was used in attempt to pull the stone. The stone was able to be moved and dislodged distal to the distal bile duct. At this point, trapezoid rx lithotripter compatable basket was used to grab the stone. It was possible to trap the stone in the basket and lithotripsy was attempted to crush the stone, however, the wire at the level of the handle broke. The handle was cut and the soehendra lithotripter device was used in an attempt to crush the stone. This was not successful, as the wire broke within the trapezoid rx lithotripter compatable basket. The wire was left outside the patient's mouth, the scope was reintroduced into the duodenum and bile duct cannulation was obtained. The distal bile duct was dilated with a 8mm and 10mm balloon (manufacturer unknown). At this point the wires from the basket were grasped with a rat tooth forceps in an attempt to pull the stone out of the bile duct. However, it was not possible to remove the stone from the bile duct. An attempt to place a 10fr stent (manufacturer unknown) alongside the stone was made, but was unsuccessful because the guide catheter could not be advanced beyond the stone. A 7fr stent (manufacturer unknown) was then attempted to be placed alongside the stone, however it was not possible to advance the guide catheter beyond the stone. The procedure was then aborted. Surgical consultation was obtained. The patient was admitted to the critical care unit and intubated. The patient received indomethacin suppositories and continued on intravenous antibiotics. Later that day, the patient underwent an exploratory laparotomy with cholecystectomy, open common bile duct exploration, and removal of the trapezoid rx lithotripter compatable basket with entrapped stone. The patient showed signs of a very inflamed and contracted gallbladder which was partially intrahepatic. The gallbladder was removed, but the posterior wall of the gallbladder was left in the liver itself. Which was later ablated with electrocautery. The entrapped stone from the trapezoid rx lithotripter compatable basket was removed from the basket and patient. The wire basket was cut and fragmented for removal. A 16 french t-tube was then inserted into the choledochotomy and flushed. A 10 french drain was placed in the right upper quadrant and subhepatic space. The patient tolerated the procedure well. The patient was discharged on (B)(6) 2015. The t-tube was planned to be removed in three to six weeks during a planned removal procedure. The patient was scheduled for an evaluation of t-tube removal on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to capture a 1.2cm stone. The physician attempted to crush the stone using the lithotripter basket but failed. Consequently, the physician used an alliance handle in conjunction with the lithotripter basket in an attempt to crush the stone. However, it also failed and the wire in the lithotripter basket handle broke. A soehendra device was then used to retry crushing the stone but failed as well. The basket and stone remained impacted inside the patient. The procedure was not completed due to this event. The patient¿s condition was stable and the patient was sent for an open laparoscopic surgery for removal of the impacted stone and basket. After surgery, the patient was stable, however, due to the prolonged general anesthesia the patient was attached to a t-tube and ventilator, then sent to the ICU . The patient was extubated on (B)(6) 2014 and eventually was discharged on (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition was reported to be ¿stable¿.